Event description:
It was reported that the patient received an inappropriate shock and went to the hospital. Oversensing, noise and high impedance of greater than 3000 ohms were noted. Initially, detections were turned off, patient was hospitalized, and a new pace/sense lead was implanted. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.